Manufacturer narrative:
Submit date: 04/13/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports that one of the practitioner's assistants (pa) was replacing a uvc on (B)(6) 2011 and discovered that while the line was being inserted there were no centimeter marks on the catheter. The uvc was placed by x-ray and marked at the cord. On (B)(6) 2011, covidien was notified that the pt expired and the customer reported that the cause of death was hypoxic-ischemic encephalopathy and that there was no correlation between our product and the pt death. The hospital will not be returning a sample and there is no suggestion that the product was related to the pt death.